Event description:
It was reported that the zimmer electric dermatome would bog down when applied to the skin. Additional information on 09/03/2009 states that the unit only made a cut on the patient and did not produce a graft. A replacement unit from another site had to be used to complete the surgery. The patient was under anesthesia in the o.r. For an additional hour and a half while the unit was being transported. There was no additional intervention required.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration on all graft settings. Additionally it was determined that the device motor was found to operate above specification. The device was repaired according to procedure and returned to the customer. The device was purchased in 2007. A review of service records indicate that the device has never been returned to the manufacturer for repair or preventative maintenance since purchased. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."